Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) approx 6 months post implant in the pt's left eye. The doctor noticed a decrease in the pt's vision. A yag treatment was performed. The lens is scheduled for explant. Add'l info has been requested.